Event description:
Pt reported that device did not fully deliver an insulin bolus, and that device did not alarm to indicate that the full bolus was not delivered. As a result of this problem, the pt reported that their blood glucose was slightly elevated. Pt self-treated high blood glucose by delivering an additional insulin bolus.